Event description:
It was reported that a multirate large volume infusor leaked. The malfunction was observed by the anesthesiologist during the filling of the device in the operating room. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample has been received for evaluation. A visual inspection was performed. Functional testing revealed a leak from the fill port during filling. The leak was found to have been caused by tiny white particles that were found under the check band. Upon completion of baxter's investigation, a follow-up report will be submitted.